Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimal access spinal transfofamial lumbar spinal fusion surgery at l4-5 due to spondololystesis. Intra-op, the cage broke during impaction of implant into the disc space, under fluoroscopy, indicated that the upper portion of device had disconnected or broken away from titanium part of the device. No patient symptoms or complications were reported as a result of this event.